Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty, an enterprise2 4mmx16mm intracranial stent (encr401612, 8697548) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31301002) and could not advance any more. After several attempts, the stent was still impeded and could not advance. The physician removed the stent and microcatheter (mc) from the patient and replaced with new devices to complete the procedure. There was no patient injury reported. Additional event information received on 12-aug-2024 indicated that they were no able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bend. There was a ¿slight bend¿ at the stent mark point. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint (B)(4) updated sections on this med watch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3 and h11. Corrected data: d4 (primary UDI number). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an angioplasty, an enterprise2 4mmx16mm intracranial stent (encr401612, 8697548) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31301002) and could not advance any more. After several attempts, the stent was still impeded and could not advance. The physician removed the stent and microcatheter (mc) from the patient and replaced with new devices to complete the procedure. There was no patient injury reported. Additional event information received on 12-aug-2024 indicated that they were no able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bend. There was a ¿slight bend¿ at the stent mark point. There were no procedural delays due to the event. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were noted. Dried saline residues were found surrounding the entire length of the microcatheter. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31301002 number, and no non-conformances related to the malfunction were identified. The guidewire was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the impeded condition of the concomitant stent. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.